Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral) interpreted as full hysterectomy, bilateral salpingectomy)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic pain,abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test unknown: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received : event injury updated to pelvic pain. New event abdominal pain added. Lab data, patient's date of birth were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.